Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, system risk analysis (sra) visual analysis, and retains analysis. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." ¿ visual analysis was not performed as the product was not available for return and analysis. ¿ thirty-two (32) cyclesure® bi retains were subject to functional evaluation. Functional specification was met with all bis. ¿ the concomitant sterrad serial number was not available and no further information is available. The assignable cause cannot be verified. The complaint product was not returned for evaluation. There is no evidence to suggest an alleged deficiency since the DHR review found no anomalies that would contribute to a positive bi result and retains product met functional specifications. The customer will be sent a letter to address the released load. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.